Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological tumor resection, while being applied uterine area, the device thread broke, wherein first needle broke. In order to resolve the issue, a new device was used and the line was changed. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photo of a device. The suture appeared broken in the photo. Unfortunately, as no products were returned, pmv was unable to perform a tensile strength test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.